Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated she has had vision implantable collamer lenses implanted in both eyes for ten years and now cataracts have developed. The lenses remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted. See MFR. # 2023826-2019-00393 for fellow eye.